Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys sensor enabled system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath sensor enabled contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2182269-2018-00117. During an ablation procedure, a pericardial effusion occurred. During ablation in the left ventricle the patient become disorientated and hypotensive. A transthoracic echo was performed which revealed a pericardial effusion. The patient was intubated and a pericardial drain placed. The procedure was stopped and the patient was transferred to itu.